Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for clarification stated the patient was not aware of the previously report ed situation of the ins being affected by a child jumping next to them, and did not recall reporting it. It was also reported the issue of the ins not being good for the patient's back was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer antenna wires were visible and the antenna was kinked. The patient first noticed the antenna was damaged when they were at a game. They also mentioned that on (B)(6) 2018 a (B)(6) year old was hopping next to them in the stands, and it was not good for their stimulator or their back. The patient stated they moved and took the patient programmer and antenna out and noticed the antenna damage. No further complications were reported or anticipated.